Event description:
Customer called to report that she did not think her pod was working properly because her blood glucose levels were up to 356 mg/dl. Customer said that when she deactivated the pod and examined it, the cannula was bent. Customer stated there was no blood in or around the site. Customer activated a new pod successfully. No further issues were identified.

Manufacturer narrative:
The product has not been returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.